Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was received for analysis. Several stent struts were raised and bent. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2013. It was reported that during stenting procedure, a stent would not cross the lesion. The target lesion was located in the highly calcified right coronary artery. A 32mm x 2.50mm ion drug-eluting stent delivery system was advanced but could not cross to the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status stable. However, returned device analysis revealed stent damage.